Event description:
It was reported that patient is referred for replacement is having an increase in seizures. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient had a generator replacement surgery. The explanted device has not been received for analysis to date.

Manufacturer narrative:
D6b. If explanted, give date (mo/day/yr); corrected information; initial MDR inadvertently omitted information known prior to submission.